Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep retrieved the error log files and reloaded the software and the remote utility files. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system goes black after producing one image. No pt injury was reported.